Manufacturer narrative:
Citation: miura m et al. Clinical impact of preprocedural moderate or severe mitral regurgitation on outcomes after transcatheter aortic valve replacement. Canadian journal of cardiology. 2020; 36:1112-1120. Doi: 10.1016/j.cjca.2019.12.022. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the clinical impact of preprocedural moderate to severe mitral regurgitation following transcatheter aortic valve replacement (tavr) as part of the ocean-tavi registry. All data were collected from multiple centers between october 2013 and july 2016. The study population included 1587 patients (predominantly female, mean age 85 years, mean weight 49 kg), 143 of whom were implanted with a medtronic corevalve transcatheter valve (no serial numbers provided). Among all patients, 25 deaths occurred within 30 days of implant. Of those, 20 were attributed to cardiovascular causes. Furthermore, morality through 2 years post implant was reported as 17.1% and 26.4% in patients with mild or less mitral regurgitation and moderate to severe mitral regurgitation, respectively. Of those values, 6.3% and 12.5% were due to cardiovascular causes, respectively. No further details about the deaths were provided. Multiple manufacturers were noted in the literature, and none of the deaths were associated with medtronic product. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: coronary obstruction, disabling stroke, acute kidney injury, major vascular complication, life-threatening bleeding, valve-in-valve implantation, cardiac tamponade, conversion to open surgery, permanent pacemaker implantation, heart failure, patient-prosthesis mismatch. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.